Event description:
A customer contacted baxter's (B)(4) to report an increased intra-peritoneal volume (iipv) event with the homechoice (hc) machine. Per the initial report, the home patient (hp) stated that the initial drain stopped draining too early which caused him to feel overfilled in dwell 1. The hp's fill volume was 2500ml. The hp manually drained approximately 4008ml before the hc returned to "stopped dwell". This meets iipv criteria. Since the patient felt overfilled during dwell 1 the probable cause was determined to be the patient connected prior to instrument instruction to connect.

Event description:
On (B)(6), 2010 a doctor reported that a patient lost a sybronpro tl implant three (3) months after placement due to non-osseointegration and to a localized infection. This is the first of three reports.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Should the device become available for evaluation a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).